Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that tubing will not allow nurses to prime could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 22015548 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 22055926 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 22065391 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 22075719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that ~30 bd alaris¿ lvp 20d low sorb ss 1.2m were unable to prime. The following information was provided by the initial reporter: lipid tubing that nurses are unable to prime through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22015548. Medical device expiration date: 14-jan-2025. Device manufacture date: 09-jan-2022. Medical device lot #: 22055926. Medical device expiration date: 21-may-2025. Device manufacture date: 16-may-2022. Medical device lot #: 22065391. Medical device expiration date: 02-jun-2022. Device manufacture date: 01-jun-2022. Medical device lot #: 22075719. Medical device expiration date: 19-jul-2025. Device manufacture date: 19-jul-2022.

Event description:
It was reported that ~30 bd alaris¿ lvp 20d low sorb ss 1.2m were unable to prime. The following information was provided by the initial reporter: lipid tubing that nurses are unable to prime through.